Event description:
The surgeon implanted a cc4204bf collamer plate lens but it tore while being inserted, but was not noticed until after it was implanted. The facility stated the lens was removed but it was unk if the incision was enlarged or why it tore. An indigo-p injector and an sfc-25 fp cartridge were used but, the facility was unable to recall the lot numbers.